Event description:
Rn noted a puddle of urine on the floor under the foley drainage bag. Drainage clamp appeared to be closed.lot numbers were not on bag, we entered the lot numbers from the inventory we had in the cathlab.====================== manufacturer response for drainage bag, medline (per site reporter).====================== multiple emails were sent and received. A new product was delivered by medline.